Manufacturer narrative:
This product was originally submitted on medwatch report # 1822565-2011-00015. It was later brought to our attention that the packaging concern for this device was discovered during a separate surgery and therefore, this additional report is being filed. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon feels that the packaging is inadequately sealed which could possibly compromise the sterility of the device.